Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not unfold properly. The lens was exchanged to complete the case. There was no patient impact.

Event description:
Additional information was received stating that the lens had partly been inside the eye.

Manufacturer narrative:
Additional information provided in b.3., b.5., d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint could not be observed. Only device was returned. No iol returned. Additional observations were as follows: the device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been retracted to mid-nozzle. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint "lens does not unfold properly" as only the device was returned for evaluation. No iol was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The manufacturer internal reference number is: (B)(4).